Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was much less controlled after the battery change. It was also clarified that the previous report of "hypersailhoree" was hypersalivation. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced a difficulty with therapeutic adaptation since the implantable neurostimulator (ins) battery was changed. The patient experienced inferior limb pain, motor fluctuations, and "hypersialhoree". The diagnostic methods included an examination on (B)(6) 2016 that resulted in the identification of the issue. The etiology was not related to the device/therapy, not related to the implant procedure, and due to a worsening of parkinson's disease. The seriousness was noted as resulting in a permanent impairment of a body structure or a body function, required in-patient or prolonged hospitalization, an unscheduled clinic visit, and in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The interventions included reprogramming the implantable neurostimulator (ins) on (B)(6) 2016. On 2017-02-14 it was reported that the event type and description was updated from "therapeutic adaption" to "loss of pain relief". Then, on 2017-02-22, it was reported that the etiology was updated to related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent programming date prior to the event was on (B)(6) 2016. The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was clarified that there was no permanent impairment, medical/surgical intervention or life threatening illness associated with the event; there seriousness was updated to only include "hospitalization". No further complications were reported/anticipated.

Event description:
No new information was received.